Event description:
The customer reported that, after the pt was anesthetized, but prior to the start of surgery, system message displayed. They could not adjust the fluidics pressure. The surgeon decided to cancel the case. No pt injury was reported.

Manufacturer narrative:
The company device representative examined the system and could not duplicate the system message reported. The system was then tested and met all product specifications. The operating room supervisor stated, the system was set up incorrectly by the scrub technician. The infusion luer was connected to the extrusion port on the cassette. The company service representative referred the supervisor to the operator's manual for guidance on appropriate set up of the system. A review of complaints for the last 24 months did not indicate any additional related complaints for this system. A review of service requests for the last 24 months did not indicate any additional related reports for this system. (B) (4)